Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer stated that the hub of the chest tube drainage catheter was noted to be broken and leaking, and the initial placing of the device is unknown. They attempted to push the hub back together but the leakage still occurred. The catheter was replaced with a new catheter but the same thing occurred. A third catheter was placed with no issues. Aside from the additional procedure to replace the catheter, there were no further injuries.